Event description:
A physician reported with the description of multiple iols (intraocular lenses) sticking at the inner walls of the cartridges. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).